Event description:
Device malfunction: balloon rupture requiring surgical removal. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during a left superficial femoral artery (sfa) procedure of a heavily calcified lesion, the agiltrac balloon burst at 12 atm. The balloon was stuck on a non-abbott guidewire and an attempt was made to remove both. The distal aspect of the inner balloon and marker came off in the right common femoral artery and the remainder stayed on the guidewire. A light right tibial pulse was palpable. A small incision was made in the common femoral artery and the balloon fragment was easily retrieved. The patient did well post-operatively. The physician felt the balloon rupture was due to heavy vessel calcification rather than device malfunction. No additional information is available.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.